Event description:
The reporter stated the device gave a "system failure" alarm. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: h2: additional information: a1, b5 and h6 (patient code). H3: one medfusion pump was received with a cracked right plunger case. The event history log was reviewed and there was a primary audible alarm post error. Start-up was conducted and reported issue was able to be duplicated. The issue was caused by a loose c9 capacitor on the interconnect board. The interconnect board will be replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement. The pump could not be turned on.